Event description:
I have been to a pulmonologist for having complaints of pneumonia three times, shortness of breath and feeling like I am choking with my philips CPAP device. I started using an inhaler and azithromycin as needed when I start having symptoms that may lead to pneumonia. Pulmonologist could not figure out the reason for all my symptoms and called it "bad luck". It may be related to my CPAP device that has recently been recalled as I have sleep apnea due to a deviated septum. I now use inhaler anoro and azithromycin as needed. FDA safety report ID # (B)(4).